Manufacturer narrative:
Further event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that unintended stent deployment occurred, requiring surgical amputation and hospitalization. A 5x80x130 innova self-expanding stent was used during recanalization of an occluded right superficial femoral artery (sfa). During the procedure, the stent deployed unintentionally, resulting in vessel occlusion. Surgical amputation of the affected limb was performed to address the complication. The event prolonged the procedure and required patient hospitalization.